Event description:
The patient was treated for a ruptured thoracic aneurysm. An 8 x 40 smart stent was implanted to complete a chimney procedure.

Event description:
On (B)(6) 2014, the patient was implanted with three conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. During the procedure, both the left common carotid artery and the left subclavian artery were unintentionally covered when the final device jumped proximally during deployment. A chimney was placed and the patient was recovered to the intensive treatment unit. The following day, (B)(6) 2014, the patient suffered from haemothorax and 1,5 liters of blood were contained in the drainage. It is not known whether the patient received blood transfusion. There were no unusual observations regarding the patient¿s anatomy. The patient was transferred to the ward.

Manufacturer narrative:
The fsa reported that images were not available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.